Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample(if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of scanner battery won't hold a charge was confirmed. During inspection the scanner was fully charged when the ac is removed the unit shuts down prematurely, the cause of the reported issue is an internal li-ion battery. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed, scanner battery won't hold a charge. Unit shuts down at 71%.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample(if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of scanner battery won't hold a charge was confirmed. During inspection the scanner was fully charged when the ac is removed the unit shuts down prematurely, the cause of the reported issue is an internal li-ion battery. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed, scanner battery won't hold a charge. Unit shuts down at 71%.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed, scanner battery won't hold a charge. Unit shuts down at 71%.